Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The unit was tested on an in-house system and passed normal mode. The system did not trigger the error 23094; but, they were confirmed via error logs/system logs. The unit failed the pitch chipencoder virtual absolute (cva) characterization on the patient side cart fixture test platform (pftp). The unit went through more testing on the pftp and passed direction tests, lissajous, sensor check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and the carriage switch test.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, repeated recoverable error 23094 occurred on the system's universal surgical manipulator (usm) 1. The site power-cycled, but the issue remained. The site hard-cycled twice with an intuitive surgical, inc. (Isi) technical support engineer (tse), but the issue remained. The site said the error would occur every time they moved axis 2 on the usm 1. The site disabled the usm 1 and continued the case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.